Event description:
This lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2018. A form received on (B)(6) 2018 noted that this lead was part of a system infection/erosion. The physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).